Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated while they were at work, they collapsed and fell unconscious. She indicated that her boss measured her bg, gave her a glucagon injection and she recovered. It was indicated that the cgm was displaying 5.6 mmol/l compared to the patient's bg reading at the time of event of 2.6 mmol/l. Additionally, the patient reported that when she collapsed, she had bit her tongue. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.